Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. The vad coordinator reported that the patient has been experiencing shortness of breath (sob) for a period of two weeks along with more fixed alarms. The patient's tlcii plus driver was exchanged, the accumulator pressure and beat rate were increased and the patient was started on sildenafil. The patient appeared to do well for a few days and then became increasingly symptomatic with more sob. The pvad rvad (supporting the right ventricle) was changed to fixed mode for a period of six hours. An echocardiogram (echo) performed by the hospital did not show any kinking of the cannula. The patient remains in the hospital under observation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.